Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. No patient involvement. This report will be updated when the investigation is complete.

Event description:
Allegedly mixing bowl cannot be opened.

Manufacturer narrative:
Conclusion: device was out of specification in a manner that relates to event.